Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 136 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, none were found. Occlusion test per dop114-811 as follows: reservoir filled with diluents, and connected to a new infusion set. The reservoir and connector were installed and connector into a 7xx insulin pump. Manual prime was performed, visual fluid flowing through infusion set and out catheter tip. Test concluded that the reservoir was not occluded.